Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black; however, the plug deployment button could not be pressed. The entire device was withdrawn, and manual compression was used instead. There was no reported patient injury. The exoseal vascular closure device (vcd) and the vascular sheath introducer were retracted together until pulsatile flow slowed or stopped, and the indicator window showed solid black at the time without any red color during retraction. The button would not depress at all when the button was attempted. The device was not deployed outside the patient. The operator was trained to the device and was stored and prepared according to the instructions for use (IFU). The vcd was used in an interventional procedure with a retrograde approach. The device was used with a 6f non-cordis sheath. There were no visible signs of device or package damage prior to use. Angiography confirmed suitability of the femoral artery, including an insertion angle of 30¿45 degrees for the vascular sheath introducer, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50%. The site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before use of the vcd. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18409866 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black; however, the plug deployment button could not be pressed. The entire device was withdrawn, and manual compression was used instead. There was no reported patient injury. The exoseal vascular closure device (vcd) and the vascular sheath introducer were retracted together until pulsatile flow slowed or stopped, and the indicator window showed solid black at the time without any red color during retraction. The button would not depress at all when the button was attempted. The device was not deployed outside the patient. The operator was trained to the device and was stored and prepared according to the instructions for use (IFU). The vcd was used in an interventional procedure with a retrograde approach. The device was used with a 6f non-cordis sheath. There were no visible signs of device or package damage prior to use. Angiography confirmed suitability of the femoral artery, including an insertion angle of 30¿45 degrees for the vascular sheath introducer, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50%. The site had not been previously closed with a closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before use of the vcd. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.